Event description:
It was reported that while the surgeon was pulling on the sutures of the implant the sutures fractured. The anchor remained implanted in the patient. The surgeon used three additional implant and the sutures fractured on all three and the anchors remained implanted in the patient. There was no harm reported to the patient or plan to explant the anchors from the patient.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02451, 0001825034-2023-02452. D10: medical products: item#: 110005315, jgrknt short rigid sz2 imp/drl; lot#: 0002402496. Item#: 110005315, jgrknt short rigid sz2 imp/drl; lot#: 0002402381. G2: foreign: australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.